Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer reported issues with the stapler. The customer reported issues with two sureform staplers. The customer stated that the stapler was not being recognized on universal surgical manipulator 2 (usm), however worked in usm 4. They rebooted the system and replaced the drape on the usm 2 prior to calling in. Intuitive surgical, inc. (Isi) technical support engineer (tse) noted that a sureform 45 stapler was installed and recognized by usm 2 at the start of the call. The customer then stated that the stapler wasn't working and removed it from usm 2 before troubleshooting could be performed. The isi tse recommended trying another stapler, but the customer stated they were going to use a third-party lap stapler to continue. The isi tse did not note any associated errors in the logs. The isi tse recommended that the site RMA affected staplers. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system was powered on without issue however during the procedure the surgeon was going back and forth between arms 2 and 4 since arm 2 was intermittent. Although they completed the procedure the issue happened again on another procedure. The isi fse ended up replacing the usm to the issue.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse confirmed universal surgical manipulator (usm) 2 1126 errors followed by non-recoverable 31266 errors. The usm was replaced to correct the issue no further issues were found. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer-reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and reported failure was confirmed and replicated. The unit was tested on the test platform, and it failed the fiber test on the clock spring. The clock spring fiber assembly will be replaced as a fix to the reported problem.

Event description:
Refer to h10/h11 for follow-up information.